Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the physician attempted to place a left ventricular (lv) lead, however was unable to securely seat the lead in the target vein. It is uncertain whether this was due to patient anatomy. The lead was removed and a second lv lead was attempted. It was noted that the guidewire got stuck inside the second lead and could not be removed. The lead was removed and a third lv lead was attempted. It was noted that a guidewire got stuck inside the third lead and could not be removed. The lead was removed and a fourth lv lead was attempted. It was noted the guidewire did not get stuck but it did not move well either. The physician attempted to implant the lead but it would not securely seat in the target vein. The lead was removed. A fifth lv lead was implanted in a different vein and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.